Event description:
According to the reporter: procedure: lar. The device was fired on the rectum, but no staples were placed. The cut tissue was treated with manual suturing and less than 200cc of blood loss was noted by user. No further patient consequence was reported. The instrument fired properly after test firing was done in the operating room.